Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that none of the buttons on the keypad of her insulin pump were working. Her blood glucose was 127 mg/dl. The customer stated she removed the reservoir of insulin and the buttons stopped working. The insulin pump was reportedly not exposed to moisture or dropped or bumped. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to verify battery out limit due to button and keypad anomaly. Insulin pump received with cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.